Manufacturer narrative:
No product was received for evaluation. A photo was provided which confirmed the presence of a leak from the small chamber perimeter seal. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 24 apr 2024 from a health care professional (hcp) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 26 apr 2024 from a health system professional who stated there was no adverse impact to the staff or patient.